Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.

Event description:
It was reported post implant a realize band, patient had intermittent abdominal pain and a loss of restriction. The tubing disconnected from the port. The strain relief and locking connector were still connected. The port was replaced and reconnected to the tubing. There was no patient consequence reported.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. Prior to first use, the blade would not turn. A second like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4).